Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
At 10:30 on (B)(6) 2025, the nurse was preparing to give the patient intravenous fluids, using closed intravenous indwelling needles normally, and had placed indwelling needles for the patients, and found leakage on the side wall during the preparation of the indwelling needle exhaust examination. Immediately stop using the problematic indwelling needle, replace it with a new one, use it normally, and the patient completes the infusion normally.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.